Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) would not advance in the sheath. Ruptured wire lumen.

Event description:
It was reported that intra-aortic balloon(iab) would not advance in the sheath. Ruptured wire lumen. No harm to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was observed on the exterior. One kink was observed on the catheter approximately 76.2cm from the iab tip. The one-way valve was also returned. A visual examination did not reveal a breakage in the inner lumen. A laboratory guidewire insertion test was performed with no difficulty or restriction. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. One-way valve vacuum test was preformed, and it was able to hold vacuum. The reported failure of ¿difficult/unable to advance iab through guidewire and damaged component (broken lumen)¿ cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The reported failure of ¿difficult/unable to advance iab through guidewire and damaged component (broken lumen)¿ cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. Complaint record ID # (B)(4).